Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for two hours and upon removal the tampon pledget separated into two pieces leaving a piece of pledget inside her vaginal cavity. She was able to manually remove the piece of pledget and did not seek medical attention. She did not experience any adverse health effects.